Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer replaced the integrated multi-sensor technology (imt) and associated tubing. The customer ran quality controls, precision testing and patient samples, all of which were acceptable. The cause of the discordant, falsely low na and cl results on two patient samples was related to a malfunction of the imt. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) and chloride (cl) results were obtained on two patient samples on a dimension exl with lm instrument. The discordant results for sample (B)(6) were not reported to the physician(s), while it is unknown if the discordant results for the 2nd patient were reported to the physician(s). Sample (B)(6) was repeated three times and the sample for the 2nd patient was repeated twice on the same instrument, all resulting higher. The repeat results for sample (B)(6) were reported to the physician(s), while it is unknown if the repeat result for the 2nd patient were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na and cl results.